Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer stated they were about to be hospitalized in the emergency room. The customer was administered an IV insulin. The customer stated their blood glucose remained low after treating with carbohydrates. Blood glucose reading was unknown at the time of incident. Troubleshooting was not performed on the insulin pump. The insulin pump will not be returned for analysis.